Event description:
Consumer reports higher readings than their other meter and not being able to trust their plink. Analysis run on clark error grid using competitive reading (258) as ref. Point vs. Bd reading (greater than 600) would yield data points in the c range of the grid, outside acceptable limites.